Event description:
It was reported that after initiating tests with a leadless implantable pulse generator (ipg), connection was lost due to poor telemetry between the patient connector and the leadless ipg. It was further reported that after reestablishing the connection by repositioning the connector on the patient, the mobile programmer application became unresponsive and all buttons were frozen. Troubleshooting steps were taken to include swipe closing the mobile programmer application, reconnecting, and reinterrogating the leadless ipg which resolved the issue. Leadless ipg remains in use. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.